Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use of a transabdominal pre-peritoneal therapeutic procedure, the camera head had found crack between the metal base and the black plastic part at the connection to the video system. The procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness defect in video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video connector side was damaged due to excessive impact, resulting in the cracks on the side of the video connector. Due to the cracks on the side of the video connector, it was likely that the video connector was unable to maintain its airtightness, resulting in a water-tightness failure. The probable cause of the issues was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use of a transabdominal pre-peritoneal therapeutic procedure, the camera head had found crack between the metal base and the black plastic part at the connection to the video system. The procedure was completed using the similar device. There were no reports of patient harm.